Manufacturer narrative:
Evaluated 2 open/used reservoirs. Performed pre-fill reservoirs test per dop114-811 and es9041. Found reservoirs no leakage anomaly when removing the plungers, performed manual test per dop114-811 appendix g and found plungers easy to release from stopper-plungers.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir had issues on the black o ring they came right off when she pulled the plunger off so the insulin came out of it. Location of leak was black o ring. The customer¿s blood glucose level was 140 mg/dl at the time of the incident. The reservoir will be returned for analysis.